Manufacturer narrative:
(B)(4)the complaint device was not returned for evaluation. A photograph was provided by the patient's mother, confirming a broken insertion needle. It was stated that the sensor was attempted to be inserted at the thigh. It should be noted that the dexcom user's guide states that the sensor insertion site for pediatrics is the abdomen and upper buttocks. However, a root cause cannot be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon sensor insertion the sensor applicator needle broke. Patient's mother stated that she pushed the plunger down, and then encountered heavy resistance when pulling collar up, the needle then snapped and came out the side of the applicator. The attempted sensor insertion was at the thigh. No additional event or patient information is available.